Event description:
It was reported that the coil protruded from the tip of the catheter during removal. The target lesion was located in the moderately tortuous and mildly calcified inferior mesenteric artery. A 8mmx20cm interlock coil was selected for use. During procedure, it was noted that the coil could not be placed firmly into the target lesion probably because the coil size was slightly oversized. When attempting to retrieve the coil, it was noted that early detachment occurred. Then, it was noted that the coil was protruding a few centimeters from the tip of the catheter. The whole catheter was removed while applying negative pressure, and the coil was safely retrieved. Since the embolization was completed in the final imaging, it was completed without any additional treatment. However, it was noted that the procedure was not completed due to another reason. No patient complications were reported.

Event description:
It was reported that the coil protruded from the tip of the catheter during removal. The target lesion was located in the moderately tortuous and mildly calcified inferior mesenteric artery. A 8mmx20cm interlock coil was selected for use. During procedure, it was noted that the coil could not be placed firmly into the target lesion probably because the coil size was slightly oversized. When attempting to retrieve the coil, it was noted that early detachment occurred. Then, it was noted that the coil was protruding a few centimeters from the tip of the catheter. The whole catheter was removed while applying negative pressure, and the coil was safely retrieved. Since the embolization was completed in the final imaging, it was completed without any additional treatment. However, it was noted that the procedure was not completed due to another reason. No patient complications were reported. It was further reported that the procedure was completed without implanting this coil. The physician attempted to implant this coil as the last one. However, after this event, imaging showed that the lesion was successfully embolized with other coils implanted prior to this last coil, so the physician determined no more coils are needed and completed the procedure without implanting this coil. The patient was good post procedure.